Event description:
New information received notes the lead was explanted and replaced.

Event description:
It was reported that the impedance had increased. Monitoring will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Hospital personnel.